Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced issues with skin infection at the first cannula site that required hospitalization. The patient was diagnosed with a staphylococcal (staph) infection, which required treatment with IV antibiotics. No further information available.